Event description:
It was reported that the remote monitoring transmission had a battery voltage of 2.78 v and telemetry had a battery voltage of 2.95 and 2.96 v. It was also reported that the device reached elective replacement indicator (eri) less than three years from implant and premature battery depletion is suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery high impedance. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. (B)(4) performance data collected from the device was analyzed and revealed that there was low telemetered battery voltage and the telemetry battery voltage differs from daily trend voltage by more than 150mv. Software version 2 present.